Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was to review MRI compatibility, as they said they needed an MRI of the cervical area. The patient stated that the MRI facility had asked for the model number of the lead. Reviewed device registration information. Reviewed MRI compatibility information. The patient then also reported that about 9 months ago they noticed that the therapy wasn't working as well as it should and said that the stimulator started shutting off randomly. The patient said they were scheduled for replacement surgery. The patient was redirected to their healthcare provider to further address the issue. Email was sent to patient registration to update follow up physician.